Event description:
Information was received indicating that a cadd extension set, was exhibiting high pressure after the tubing was disconnected from the central line. It was reported end user was able to continue infusion using a different tubing set after verifying there were no air bubbles, and that high pressure was alerting. Per reporter the end user was advised to have the central line checked for possible air bubbles or clotting since both pumps showed the same message. No additional information is available.